Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the leg bag would not allow the urine to drain into the bag, as a result the urine would back up and allegedly caused the patient to experience a urinary tract infection. Allegedly the patient was prescribed antibiotics for the urinary tract infection.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "bard® dispoz-a-bag® leg bag with flip-flo¿ drainage valve a vinyl leg bag to be used with male external catheters, foley catheters or most other types of urinary catheters. Directions for use: 1. Separate notches within circles. Pull straps through holes and around leg. 2. Position bag on leg with flutter valve at top. 3. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard® extension tubing (catalog no. 150615 or 4a4194). When using extension tubing, make sure to connect tube at least to the 3rd taper of the connector. 4. To empty dispoz-a-bag®, push green lever on flip-flo¿ valve out and down. Important: be sure to reclose flip-flo¿ valve after emptying bag. 5. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable, local, state and federal laws and regulations. Bard® dispoz-a-bag® accessories: ¿ leg bag holder ¿ 1-3/4¿ wide leg bag strap ¿ deluxe fabric leg bag straps ¿ extension tubing contact c. R. Bard, inc. 1-800-526-4455 for information on these and other accessories. Pk7631394 8/2010 bard, dispoz-a-bag, and flip-flo are trademarks and/or registered trademarks of c. R. Bard, inc. Manufactured in mexico sterile unless package."

Event description:
It was reported that the leg bag would not allow the urine to drain into the bag, as a result the urine would back up and allegedly caused the patient to experience a urinary tract infection. Allegedly the patient was prescribed antibiotics for the urinary tract infection.